Event description:
The customer contacted baxter's technical service center and reported she connected herself to the homechoice machine at "connect bags" and when she realized her mistake, she stopped the hc and disconnected. The home patient (hp) then resumed priming the set and observed large air bubbles in the patient line. The hp was advised to cycle power off/on and start over using new supplies. The hp verbalized understanding. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A labeling review was performed and found to be adequate for the use error identified in this report. Proper procedures were reviewed with the home patient. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.